Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 390 mg/dl at time of incident. The customer treated with a set change and bolus. The customer's current blood glucose is 509 mg/dl. The customer reported the drive support cap to appear normal. The customer was advised to remove infusion set from body and check for bent cannula. The customer found the cannula not bent. The insulin pump will be returned for analysis.